Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1 & #2). Per operative notes, ¿once the hernia sac was dissected away from the cord structures, a left 3dmax mesh (device #1) was placed and secured in place. Same procedurse was performed in the right side by placing a 3dmax mesh (device #2) and secured in place.¿ (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with removal of 3dmax mesh (device #2) and implant of bard soft mesh device #3). Per operative notes, ¿a very large recurrent right inguinal hernia was identified. Found the mesh (device #2) and hernia sac were fused with gonadal vessels. Dissected the mesh (device #2) off but ended up leave parts of hernia sac attached to gonadal vessels. A bard soft mesh (device #3) was then placed and tacked to the cooper¿s ligament.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. Also alleged that patient had fusion of the gonadal vessels with the hernia sac and the mesh, when tried to get the mesh off of the gonadal vessels ended up having to leave parts of the hernia sac attached to the gonadal vessels or risk injuring the gonadal vessels.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.